Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that that this left ventricular (lv) lead was explanted. Additional information indicated that the lead had dislodged. This lv lead was replaced with a new lead. No additional adverse patient effects were reported.